Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used in the esophagus during a stent deployment procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, approximately two-thirds of the stent was released when the physician was unable to pull the releasing suture. The stent and the delivery system were removed from the patient partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by 55mm. The stent was kinked 14mm from its proximal end and the silastic tube was pushed distally towards the tip. No part of the device had detached. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used in the esophagus during a stent deployment procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous. During the procedure, approximately two-thirds of the stent was released when the physician was unable to pull the releasing suture. The stent and the delivery system were removed from the patient partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.